Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted date of event: (B)(6) 2015. (B)(4).

Event description:
It was reported the end user developed skin irritation under the skin barrier around the stoma extending out approximately one eighth inch circumferentially. The end user sought treatment from his physician approximately 2 months ago and was issued a prescription for an antifungal (nystatin) cream. The end user noted no improvement and ultimately, discontinued the use of the antifungal cream. Further follow up with the patient found that during the skin barrier application, the patient did not cover the peristomal skin completely with the barrier, inappropriately leaving a gap between the barrier and the stoma. Proper skin barrier application was reviewed with the patient. No further patient consequences were reported.